Manufacturer narrative:
Method: device history review; results: the device was not returned, various inspections cannot be performed to aid in root cause analysis. Furthermore, no response was received after multiple follow up attempts were made, so no additional information could be obtained to help the investigation. Conclusion: the length of implantation (~2 years) suggests possible fatigue fracture, but without the device, the root cause of the customer reported event could not be determined conclusively.

Event description:
It was reported that during a 2 year follow up session a broken s1 screw on left side was noticed.

Event description:
It was reported that during a 2 year follow up session a broken s1 screw on left side was noticed.